Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported malfunction was observed and the system board was replaced. The device was recertified and returned to the customer. The system board was returned to zoll medical corporation, (B)(4). The reported malfunction was attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.